Event description:
A surgeon reported concerns with clinical outcomes. A review of patient records provided, indicates one patient exhibited a loss of bcva following lasik surgery in the right eye only. This patient had multiple rk surgeries in the 1980's and 1990's and complained of ghosting, starbursts, halos and difficulty driving at night. He was diagnosed with nuclear sclerotic cataracts and experienced residual hyperoptic astigmatism after the rk surgeries. This patient underwent cataract extraction surgery with an iol implant prior to receiving lasik surgery. The patient's bcva prior to lasik surgery was 20/32. At 5 months post-op, the patient's bcva was 20/30-. A prk enhancement was performed at 13 months post-op lasik. At one month post-op prk enhancement, this patient's bcva was 20/50. Lasik after iol implantation is not an approved indication for this product.